Manufacturer narrative:
Vyaire medical file identification: (B)(4). Third party service technician evaluated the ventilator. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. Ventilator was tested with a known good ac adapter and good patient circuit connected. Ventilator passed 108 hours extended tests at customer's settings. Ventilator passed troubleshooting final test which includes many alarm and ventilation functions. Any additional information received from the customer will be included in a follow-up report. Service technician serviced the unit for 10k preventive maintenance since it was found that it was already due. The unit passed all the tests after pm and calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that their ltv 1000 is alarming vent inop. Patient involvement is unknown at this time.